Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated rollator frame defect. Alleges rear left leg bent. Follow-up call revealed that user fell when not using the walker. No explanation associated with the incident. MDR filed.